Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 20mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, when the commander delivery system with the crimped valve was introduced into the 14f esheath plus, resistance was felt. The sheath was bent as the delivery system was pushed. The struts of the valve were also bent and protruded out of the sheath shaft. The devices were removed together with no difficulties. It was decided to open another kit and another valve was successfully implanted. The patient did not suffer any injury and was noted as to be discharged. As per medical opinion, the event was caused by the big grip felt and because of the push force apply to overcome the resistance with the left hand that was the one holding the sheath, slipped causing the bending of the sheath.

Manufacturer narrative:
Investigation was underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated.the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: sheath hub was disassembled to release the valve. Three struts bent outwards at the inflow side. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided for review. Imagery was reviewed and the following was observed: valve stuck in esheath plus, just distal sheath hub. One strut bent and protruding sheath shaft. Presence of calcification and tortuosity in patients access vessels. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) likely contributed to the event. Per evaluation of the provided imagery, presence of calcification and tortuosity were present in patients access vessels. Additionally, per event description, the event was caused by the big grip felt and because of the push force apply to overcome the resistance with the left hand that was the one holding the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Moreover, tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Finally excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.